Manufacturer narrative:
Mr received date: 01nov2019. Date of report: 04nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 01oct2019. Date of report: 02oct2019. The manufacturer¿s service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The unit experienced a touchscreen failure. There was no patient involvement.